Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 22059392 medical device expiration date: 26-may-2025. Device manufacture date: 25-may-2022. Medical device lot #: 22039174. Medical device expiration date: 11-mar-2025. Device manufacture date: 10-mar-2022.

Event description:
It was reported that 3 of the bd smartsite¿ extension set are unable to flush. The following information was provided by the initial reporter: we are having significant issues with the smartsite extension sets ref 20059e. About every fourth or fifth one we are unable to flush them. We try to flush with a syringe and sometimes it works, sometimes it doesn't. I have two here that we can give you if you need to look at them.

Event description:
It was reported that 3 of the bd smartsite¿ extension set are unable to flush. The following information was provided by the initial reporter: we are having significant issues with the smartsite extension sets ref (B)(4). About every fourth or fifth one we are unable to flush them. We try to flush with a syringe and sometimes it works, sometimes it doesn't. I have two here that we can give you if you need to look at them.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 03-jan-2023. H6: investigation summary: 11 used samples for model # 20059e were returned for investigation from customer . It was reported by the customer that the smartsite extension set is unable to flush . The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were attached to a cut off bd syringe to see if a fluid path can be observed while the piston is in the activated position. A fluid path was seen clearly in 3 sets. However shows occlusion in other 8 sets . The sets were then connected to a 10 ml bd syringe filled with water and attempted to be flushed. Three sets were successfully flushed. Eight samples of smartsite extension set were not able to flush even with a slight push to syringe. The customer complaint could be replicated. A device history record review for model 20059e and lot number 22059392 was performed. A device history record review for model 20059e and lot number 22039174 was performed. A device history record review for model 20059e and lot number 22109271 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lots. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. H3 other text : see h10.